Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia while using the ilet system with a contact/detach 23"-6 mm infusion set and a dexcom g7 sensor during a complete supply change, with a highest blood glucose reading over 326 mg/dl trending downward and no device alerts for prolonged hyperglycemia. Symptoms included elevated blood glucose without loss of consciousness, dizziness, or other acute sequelae. Outcomes included no use of backup therapy, no ketone testing, no professional medical intervention, and no hospitalization. Investigation included complaint intake, user troubleshooting, and education on use and data synchronization. Investigation of this case revealed no device alarms and no confirmed device malfunction, and the cause of hyperglycemia remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.